Manufacturer narrative:
The reported events were noise and mode switch. As received, a partial lead (only the distal portion) was returned in one piece with the helix retracted and clogged with blood. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise oversensing on the patient's right ventricular (rv) and left ventricular (lv) leads, resulting in pacing inhibition. Additionally, the patient's right atrial (ra) lead exhibited over sensed noise that led to inappropriate automated mode switch (ams) episodes. The ra, rv, and lv leads were explanted. The patient was then implanted with a dual-chamber pacemaker, with new ra and rv leads implanted. The patient was in stable condition.